Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customers blood glucose level. Reportedly, the customer wore the infusion set for 4 days. Tandem technical support educated customer on recommended wear usage for the infusion set. Customer is using alternative methods for insulin therapy.